Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of air in tubing (without alarm). A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing and clear passage testing were performed with no issues noted. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during the trouble shooting of a check patient line alarm that the patient observed air in their patient line. The patient was connected to the homechoice during drain three of four. The technical service representative assisted the patient in ending therapy. The patient was to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A sample has been received and a complete evaluation of the device is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.